Manufacturer narrative:
(B)(4). Date sent: 12/18/2023 d4: batch # unk. Additional information was requested and the following was received: there were two powered circular staplers both staplers demonstrated the same issue. Typically, when the first assist uses this stapler and rotates the tightening knob¿she feels a little resistance as the anvil tightens the tissue down. In this case, when she turned the rotation knob to tighten to desired staple height, she did not feel any resistance/tension. She tightened the knob all the way to where the measuring bar was closer to the bottom¿still resistance was non-existent. In her words ¿it still felt loose.¿ (she said this felt the same for both staplers) once fired, the stapler was extremely difficult to fishtail out. It was not loosening up and was torquing when she loosened it up and feels it added extra tension. Due to this, the staple line was not secure and caused a huge tear in the colon on the first fire. The second fire, the hole was not ¿torn¿ however, the staple line was not secure with a bubble test¿huge bubbles resulting in a very unhappy surgeon. The third stapler we used performed appropriately and both the surgeon & patient had good outcomes. Additional information requested: 1. Was the firing sequence started but not completed? If yes: no, firing sequence was completed on both staplers. 2. Did the device deliver any staples? Yes 3. Did the device have stapleline issues? Malforms, missing staples, no staples etc.? Yes. On first firing, staple line was secure¿however, a tear in the colon just beneath the staple line had occurred. The second firing-- staples looked fine but upon a leak test, the staple line was not secure. 4. If yes, was the staple line complete (fully circular)? Yes. Donuts for both firing were good. 5. Was the breakaway washer completely cut? I believe so¿we heard the ¿crunch¿ sound it makes. 6. Were there two complete tissue donuts? Yes. 7. Was it a partial cut? If so what was cut partially, washer or tissue? Unsure about the washer¿the tissue was cut though. 8. If yes/no, was there any issue with the cut 9. Did the device cut the tissue? It is believed so or that the device malfunctioned and caused extra tension resulting in open lumen. 10. Was the battery plugged in fully with the backlight lit? Yes. 11. Was the device in range? Yes.

Event description:
It was reported that during an unknown procedure that two powered circular staplers did not perform up to surgeon's standards. No further information was provided. There were no adverse consequences reported.